Manufacturer narrative:
. Section h-3 device evaluated by manufacturer: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Efforts were made to contact the customer account for additional information regarding the complaint, but no response has been received to date. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
An unknown zcb00 model intraocular lens (iol) was implanted in the patient's eye approximately eight (08) years ago. The lens was reported to have developed a fog or haze, leading to slightly fuzzy vision for the patient. The suspect iol is not available for return as it remains implanted. No further information is available.